Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a pre-operative abdominal aortic aneurysm rupture. Vessel morphology at implant was not reported. It was reported that during the index procedure the bifurcation was implanted lower than intended (approximately 10mm below the renal arteries) and a type ia endoleak was identified due to the inaccurate delivery. The procedure was completed without additional treatment. The following day the physician performed an intervention where an endurant cuff 36x36x49 was added mostly to cover the left renal artery; however, the endoleak reduced but was not resolved. Per the physician, the cause of inaccurate delivery was due to angular neck and the bifurcate was implanted lower than planned, thus sealing was insufficient. No additional clinical sequelae were reported and the patient will continue to be monitored by the physician.